Manufacturer narrative:
Device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection did found the smiths tampered seal label was missing and minor scratches on lcd lens screen. The customer stated problem was confirmed. There was a blank screen with a constant alarm upon power up. Multiple components involved - evidence of corrosion, rusty and contamination at the battery compartment and the main board. All components involved were replaced - main board and battery compartments. The root cause was determined to be customer improper use of the device. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review.

Event description:
It was reported the device displayed an alarm on a blank screen during testing. No patient involvement was reported.

Manufacturer narrative:
Device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection did found the smiths tampered seal label was missing and minor scratches on lcd lens screen. The customer stated problem was confirmed. There was a blank screen with a constant alarm upon power up. Multiple components involved - evidence of corrosion, rusty and contamination at the battery compartment and the main board. All components involved were replaced - main board and battery compartments. The root cause was determined to be customer improper use of the device. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review.

Event description:
It was reported the device displayed an alarm on a blank screen during testing. No patient involvement was reported.